Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated there was insulin flow blockage and physical damage to pump in which the buttons were sticking. No harm requiring medical intervention was reported. Troubleshooting was performed an the customer confirmed that the pump was neither dropped nor bumped. The customer will discontinue the use of the device and the product will be returned for analysis.